Event description:
There was a catheter sensor error during prep of the ultrasound catheter. The catheter was removed and replaced with no patient harm. Manufacturer response for intravascular catheter, (brand not provided) (per site reporter). Clinical site notified mfg rep [manufacturer representative] directly.